Event description:
This alternating air mattress was being removed at a resident's family request so that it could be replaced with a mattress which could be used with siderails. When the linens were removed, the tubes in the center of the bed appeared to be over inflated. Mattress was taken out of service and then checked by the central supply staff who also thought the mattress was not inflating correctly. The vendor was notified and when he responded to check the mattress, he confirmed that the mattress wasn't working properly. He immediately notified his agency.